Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call a couple years ago they removed set and squeezed black matter from his body and it smelled awful. The customer¿s blood glucose level was unknown at the time of incident. The customer states the treatment was antibiotics and went to the emergency room to solve issue.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report . The information about the date of event has been updated which was not included with the initial report. The information has been provided with this report. Information has been received which was not included with the initial report. The information has been provided in with this report. (B)(4).

Event description:
The customer reported being hospitalized for pain and possibly developing an infection related to their site on (B)(6) 2018. The customer's blood glucose value when admitted was 237 mg/dl. The customer was treated with antibiotics. The customer reported feeling pain and stated they swam in a community pool. The customer also reported having gangrene and when they removed the set, squeezed out black matter and it smelt awful around 5 years ago. The insulin pump will not be returned for analysis.